Event description:
It was reported that during testing at the user facility, the device displayed a bias current error message. There was no patient involvement and no adverse consequences alleged with this event.